Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - it was reported that the sensing values of the lead had worsened after about 66 months of implantation. During a revision, the shock path of the lead was reconnected. The is-1 connection was closed off with a blind cap, and a new lead was implanted. No deterioration of the patient's state of health was reported.